Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, it was confirmed the purge disc retainer had broken/snapped off of the purge assembly. The purge disc retainer and purge flag were replaced, purge pressure sensor was validated, and a functional test was performed; before the console was returned to the customer. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during a training the automated impella controller's (aic) purge disc holder broke off. No patient involvement.